Event description:
In 2008, dr. (B)(6) placed a infusaport in this pt for ca of the lung. On (B)(6) 2012, dr. (B)(6) from radiology had to remove part of the infusaport that broke off. The piece enclosed was removed from the femoral vein. The infusaport remains in the pt. The pt is (B)(6) and being moved to hospice.